Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. Customer indicated that this event happened 3 years ago. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer received a new insulin pump last week and is taking classes to learn how to use it. No further details provided.